Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received critical pump error during self test. Customer¿s blood glucose level was unknown. Customer was assisted with troubleshooting. The device will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08750 inches. No critical pump error (open book image) noted. Device passed the tone check and vibrate check on self test. Device communicated properly with the guardian link 3 and the test plug. Device was able to enter into auto mode. No auto mode anomaly noted. Hardware low level failures was present in the pump trace download due to broken trace at u1 pin 6 (sda) on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing.